Event description:
Physician prepared a hole with a coapt manual surgical drill and endotine forehead drill bit. It was reported that when the physician attempted to place the endotine forehead 3.0 device into the hole, the device would not fit. It was reported that the physician then drilled two additional holes, in which the device would not fit.

Manufacturer narrative:
The device has yet to be returned for evaluation. Once the device has been returned and evaluated, coapt will submit a supplemental MDR.